Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2014-05348, 05349. It was reported the patient stopped recharging his ipg as recommended since 2012 due to not receiving adequate coverage. In turn, the ipg is believed to be depleted. The patient underwent a trial procedure (date unknown) to address the coverage issue. The trial went well, but the patient is undecided on moving forward with surgical intervention.